Event description:
The customer reported that the system displayed multiple error messages when trying to expose. The error messages caused a loss of x-ray functionality. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The igbt snubber board was replaced. The system was then found to be operating as intended.